Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Evaluation found the temperature to be within specification. However, the device did not meet water spray and water leak specifications. The spray manifold was replaced.

Event description:
In this event a doctor reported that a midwest e handpiece overheated and burned a patient; no intervention was required.